Event description:
Related manufacturer number: 2017865-2022-02081. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead and right atrial lead exhibited oversensing of noise. Programming changes were made. The patient was stable.

Event description:
New information reported notes that the patient's right ventricular lead and right atrial lead exhibited oversensing of noise. The leads were removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. The distal portion of a partial lead measuring 46.6 cm was returned in one piece for analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 45.5 cm and 45.7 cm from the distal tip. The cause of external insulation abrasion was consistent with friction to device can and the reported noise event.